Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-april-2024, it was reported by the patient that four infusions set fell off due to which hyperglycemia and traces of ketones occurs within 48 hours of use. High blood glucose level was displayed high and was treated by correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1898460- MDR 3003442380-2024- 10896- device 3 of 4.